Manufacturer narrative:
E1 (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen interface that could not be unlocked, and the parameters could not be adjusted. The device was in clinical use when the issue occurred, the device was removed from service. No patient or user harm reported.

Manufacturer narrative:
Upon further investigation, this complaint was determined to be a duplicate of the incident reported under MDR # 2518422-2024-02661. Any additional information will be documented and reported under MDR # 2518422-2024-02661.